Manufacturer narrative:
Based on the limited information, the investigation did not identify a specific product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation conclusion code was updated.

Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (ast) on a cobas 6000 c501 module. The initial result was 46 u/l. This result did not correspond to the alt result (12 u/l) or the patient¿s historical results. The repeat result was 19 u/l. On (B)(6) 2024 the sample was repeated twice with results of 19 u/l.